Event description:
In 2005, the patient contacted lifescan alleging that their one touch ultra meter was reading in the incorrect units of measurement. 13 days later the patient contacted lifescan (lfs) stating that the replacement meter sent to patient by fed ex the day before had not arrived. The medical affairs specialist (mas) left a phone message for the patient 2 days late. A letter was also sent to the patient. The patient returned the mas's call; the mas spoke with the patient to obtain/verify information. The patient said their control their diabetes with diet and exercise. They take no diabetes medication. They sayd they reported erratic readings on their one touch ultra meter to lfs and the customer care representative (ccr) recommended that patient not use the meter. Patient said the ccr told the meter would be replaced by 10:30am the next morning via fed ex delivery. The following day, the patient contacted lfs to report they did not receive the replacement meter by 10:30am. They said they had only been eating salads and exercising because they were not feeling well and thought that their blood glucose level might be high. They did not test with the reported meter while symptomatic. At 1:30pm the patient was asleep and missed the attempted fed ex delivery of the raplacement meter. When they woke, they were feeling irritable and "not well". They went to the doctor to have their glucose tested; the result was 62 mg/dl. They ate two candy bars as treatment. The patient's replacement meter and a back up meter were delivered to the patient on the following day.